Event description:
The device was malfunctioning, reading the opposite anatomical position than the navigation device was actually on. Manufacturer response for system, x-ray, tomography, computed, spin thoracic navigation system, 120v, 60hz (per site reporter). A veran service representative was present during the first incident. He contacted technical support but was unable to remediate the issue. The veran helpline was called, but the company stated they had never experienced an event like this before. A field technician was sent to look over the equipment and deemed it safe for use. During the second procedure, the service representative also stated that the device was safe for use.